Event description:
Facility reported a blood leak during treatment. No blood was returned. The estimated blood loss is 100cc. No medical intervention. The sample was discarded and no info was recorded.